Manufacturer narrative:
Resolution and disposition: the manufacturer's fse reported the customer stated the device is functional. Follow up attempts were made to obtain additional information about the reported issue and repair information. There has been no response.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is alarming and operating in battery mode when it is plugged in to ac power. There was no patient involvement.